Event description:
The ve lvas was implanted in 2000. The pt has had high flows since implant, but since changing the lvas controller in late 2000, pt has had episodes in which pt got warm, a headache, then syncope. This stopped after three days. In 2000, the pt was back in the hosp, was febrile and pt's left ventricle was "huge". A right heart catheterization and ventriculogram were performed. The tests showed blood swiriling in the ventricle. It was not entering the vascular access device and the blood was moving counter clockwise. The root shots from the tests show some dye back flowing from the graft. Based on the test results, the hosp was questioning a fungal condition and valve competency. The pt was scheduled for surgery in 2000, to replace the inflow and outflow conduits in the lvas and to do gram stains for infection.